Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened up button dome switch. The device had cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer had an issue with the up arrow button on the insulin pump. Customer stated that the button just stopped clicking one day. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.